Manufacturer narrative:
Upon receipt of additional information it is determined that this event is documented in (B)(4). This initial report was forwarded in error and should be voided.

Event description:
This event is documented in (B)(4). This initial report was forwarded in error and should be voided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It has been reported product works intermittently during set up. There was no patient involvement and no delay in procedure. No adverse events were reported as a result of this malfunction.